Event description:
It was reported that the patient experienced the three consecutive bent cannula which led to hyperglycemia and treated the elevated blood glucose with insulin pen on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 3.E1: Patient city: (b)(6).Patient country: Colombia.Name: Medtronic Minimed,Street: 18000 Devonshire Street,City; Northridge, State: CA, Zip Code: 91325-1219,Country: United States.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.